Event description:
It was reported that the external pulse generator (epg) had a broken screen. The status of the epg is unknown. No patient complications have been reported as a result of this event.